Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/14/2015 device evaluation: the device has been returned and evaluated by product analysis on 06/27/2015 with the following findings: the black box confirmed that the time/date reset to default settings after a pump reboot. The black box showed that the pump was manually suspend on 04/23/2015 10:43; deliveries never resumed. The bolus totals in bolus history were consistent with bolus totals in total daily dose history at time of reported issue. A normal 10u bolus and a 10u audio bolus were successfully performed and both were fully delivered and accurately recorded in the pump history. There was no hypersensitivity to the buttons on the keypad. The total daily dose (tdd) correctly showed 20.0u for boluses. The tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. There were no errors, alarms or warnings during 24hr duration testing. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the original complaint, the display had a discolored contrast and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(4) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose less than 27 mg/dl with severe dizziness, sweatiness and nausea associated with the time/date reset and an inaccurate delivery issue. The patient stated that the time and date defaulted to factory settings after the battery was replaced. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The issue is not likely to cause an adverse event. During troubleshooting with customer technical support, it was revealed that the bolus totals in the pump did not match. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.